Manufacturer narrative:
Product analysis: the device is undergoing an evaluation but has not yet been completed. Conclusion: upon conclusion of the product analysis and investigation, a supplemental will be submitted.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, echocardiogram revealed gradients of 28-30 mmhg; therefore, the physician decided to explant and replace with another valve. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a clear solution in the original product jar. The valve appeared to have been modified with the left and right coronary sinuses removed. The excised coronary sinuses were received with the valve for analysis. The valve was discolored showing evidence of blood contact. Small needle hole tears were observed on the sewing cloth on the inflow and myocardium covering on the side of the valve. The aortic wall along the excised sinuses and outflow orifice showed placement of implantation sutures. A section of the sewing ring appeared slightly everted. All leaflets were slightly stiff but flexible. The non-coronary and left cusps appeared intact with no discoloration. The leaflet tissue along the inflow and outflow margin of attachment appeared slightly darkened or discolored, this suggests a possible hematoma associated with a tiny cut or tear during implant. Small needle-like cuts were observed through the tunica of the right cusp. All commissures were intact. Conclusion: a section of the sewing ring appeared slightly everted. Per the instructions for use (IFU), ¿take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing the valve to the patient¿s annulus. Eversion could damage the valve tissue.¿ and ¿caution: do not invert the bioprosthesis when suturing. Inversion may result in elongated suture holes, tears, and/or distortion leading to stenosis and incompetence.¿ in addition, small needle-like cuts were observed through the tunica of the right cusp. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the reported high gradient measurement cannot be determined. Based on the received information and the returned product analysis, the sewing ring eversion may potentially contribute to the reported high gradient measurement. High gradient related risks are addressed in the current risk management file. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.